Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for remote follow up via medtronic carelink with the right atrial lead exhibiting loss of capture and low impedance measurements. The patient was referred for to the physician for follow up, however, no interventions were reported.

Manufacturer narrative:
.

Event description:
New information received noted the patient came in for isometric testing and chest x-ray results were unremarkable. No lead damage was noted. No interventions were made. The patient was stable and will continue to be monitored.